Event description:
Pt reported the infusion device lost the time settings and the original basal rates were changed following a battery change 6 weeks ago. Pt changed the battery again 2 weeks ago, and the infusion device lost the time settings again. Pt did not start a new medication or have an infection. No physiological effects were reported, and pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.